Event description:
A customer reported to baxter ireland of a flo-gard set that was breaking away at the bottom of the giving set during priming of the drug tetraspan. It is unknown in which care area this event occurred. There was no patient involvement or medical intervention performed. No additional information is available.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Clarification obtained regarding the original statement regarding the "breaking away at the bottom of the giving set." It is reported that the hospital had spiked the set and observed a crack where the fluid chamber ends and the tubing begins. An actual sample was available at the plant for evaluation. Visual inspection revealed that the tube was disconnected from the chamber. The root cause of the reported condition was undetermined. A batch review was performed on the reported lot with no deviations found.